Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the reported failed downstream occlusion, which was not reproduced. The reported symptom was verified through a review of the event history log by the presence of downstream occlusion but there is no conclusive evidence whether true or false alarms and no component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion. There was no patient involvement. No additional information is available.